Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after 3.5 months after the dental implant was placed in ada site 13 in the mouth implant was removed. Type iii bone was reported. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that after 3.5 months after the dental implant was placed in ada site 13 in the mouth implant was removed. Type iii bone was reported. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).